Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed; however ultimately the customer reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level ranged from over 400 mg/dl to "high"; specific value not provided. Customer administered a manual injection and changed pump supplies to address bg.